Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. It is alleged the patient experienced adhesions and infection. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ attorney alleges this to be a recalled device, however without a lot number a review of the manufacturing records could not be conducted and can not be confirmed to be a recalled device at this time. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent an incisional hernia repair with implant of a bard/davol composix kugel hernia patch. Post implant it is alleged the patient began experiencing recurring abdominal pain and bowel obstructions and ultimately developed an abscess and infection which was found to be the result of the mesh buckled and adhered to the patient's small bowel. This failure allegedly required surgical removal of the "defective" composix kugel patch. The attorney alleges the patient suffered pain, bowel obstruction, infection and adhesions.